Event description:
The customer reported the ventilator alarmed and displayed blower temperature high message. The customer reported the device was in use, but there was no pt harm reported.

Manufacturer narrative:
(B)(4).